Manufacturer narrative:
(B)(4) resterilized the complaint device through our open-but-unused process. The device was not returned to sss for an evaluation and the packaging was not saved so a root cause could not be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that when the saw blade was opened onto the sterile field at the user facility, it was noticed that there were hole in the packaging. The device was never used.